Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.0 device for mechanical circulatory support. During impella placement, the tissue plasminogen activator (tpa) protocol was initiated by the medical staff due to high purge pressures. Tpa was infused, resulting in a significant decrease in purge pressure. Additional information was provided that noted the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.